Manufacturer narrative:
Hillrom received a report from a customer stating the life2000 device has power cord damage with copper wires exposed. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Technical support sent a replacement of the power cord to resolve the reported event.¿¿based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating the life2000 device has power cord damage with copper wires exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).